Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for chol2 cholesterol gen.2 (chol) on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 58 mg/dl and repeated as 190 mg/dl. No adverse events were alleged to have occurred with the patient. The chol reagent lot number and expiration date were asked for, but not provided. There was no dirt or any other material observed on the cuvettes. The probe was cleaned by the customer and it was exchanged. The customer checked probe positions.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The customer has had no further issues.